Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that they were unable to insert the assembly, after endo vascular treatment (evt) the involved angio-seal device was attempted, but the assembly could not be inserted into the artery. Although the procedure sheath was inserted smoothly, the assembly could not be advanced. The device was not used, and manual compression was applied to achieve hemostasis (duration unknown). Hemostasis was successfully achieved with manual compression only. Blood loss was less than 250cc. There was no patient injury or need for medical or surgical intervention. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 5 mm. The event occurred intra-operatively. The reported incident did not result in patient injury or require medical or surgical intervention. No additional equipment or devices were used with the product involved.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.